Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was reported that a significant drop in battery voltage was observed on a pacemaker. Other pacemaker parameters were normal. It was noted that there was an error message indicating the device disabled telemetry due to excessive use. The radio frequency (rf) telemetry was re-enabled by a programmer. Review of session records indicated interrogation of the device cleared the excessive rf detected window. No patient consequences were reported.